Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pbu069 batch number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and suture was used. The needles broke off into the tissue. Fragments were retrieved and there were no adverse consequence to the patient.